Event description:
The reperfusion catheter 032 was broken when it was brought out of the package.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: the catheter was broken approximately (25.7 cm) from the hub in the proximal section of the catheter. This catheter is non-functional. Conclusion: the complaint has been evaluated and confirmed. The complaint states that the catheter was broken during removal from packaging. This damage likely occurred due to mishandling when removing the product from the packaging. If the catheter is removed from the carrier hoop at an angle, it may cause resistance or friction, leading to a kink or a break in the catheter. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.